Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised after patient complained of severe pain. Rep reported that the trunnion (top 6mm of the neck) sheared off.